Manufacturer narrative:
(B)(4): eval results and conclusions: lack of info (aneurysm and vessel morphology are unk, no films were provided.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the first device a 40 mm x 40 mm proximal main was inserted and deployed; however, during deployment, it was pulled down too far and missed the intended landing location. A second proximal main stent graft was implanted and the bare spring started to deploy in the misaligned position. The device was required to be pulled back and missed the intended landing location (see MFR # 2953200-2010-01078). A third device was implanted and landed at the intended location. At the end of the case the physician's impression was that the misaligned stent might not have resolved. This area was ballooned and this flattened the stent so that it did not appear misaligned at the end of the procedure and the end result was good. No additional clinical sequelae were reported, and the pt is fine.